Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the keypad buttons were under responsive, and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: the keypad was found to be fully intact with no damage or peeling observed. The keypad buttons responded properly. The keypad was removed and no evidence of contamination was found under the button contacts. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint a leak test showed leak at crack in the battery compartment. The pump case was removed and no moisture was present inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.